Event description:
As reported from our affiliates in the netherlands, this was a case of a 29mm sapien 3 valve in aortic position by transfemoral approach. The patient presented with atrial fibrillation prior to the procedure. Initially, the valve was placed 80/20 with good implant result. After approximately one hour, the patient had total atrioventricular block. The patient received a permanent pacemaker implantation on the procedure date. The patient outcome was good.

Manufacturer narrative:
Investigation is ongoing.